Event description:
It was reported that the user initiated a freestyle libre 3 plus sensor on the phone but not on the ilet pump, which resulted in a pairing issue while the sensor remained in pairing mode; the user then toggled sensor settings and rescanned, at which point the system displayed a remaining warmup time and proceeded normally. Symptoms included no reported adverse physiological effects, no hypoglycemia, and no hyperglycemia. Outcomes included no alarms of clinical significance, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and user education on correct sensor pairing workflow. Investigation of this case revealed a use-related pairing failure that resolved after rescanning, with no device hardware defect identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with setup resulting in successful resolution through standard instructions.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.